Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu board, the interface board, and the hard drive. System will not load software. No conclusion can be drawn as final repair info is unavailable.

Event description:
The customer reported the system boots up, but will not display an image. No pt injury was reported.